Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr), and implantation of a leadless implantable pulse generator (ipg), the patient experienced a pericardial effusion and complete heart block. It was noted that there had been four deployment attempts made before the ipg was successfully implanted. An echocardiogram was performed at the end of device implant procedure to check for effusion due to the tavr. A pericardiocentesis procedure was also performed. The ipg remains in use. No further patient complications have been reported as a result of this event.